Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock unlocked from the infusion set. Reportedly, the customer believed that they accidentally unlocked it while sleeping. The customer was able to tighten the luer lock connection. Customer's blood glucose level was not impacted.